Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient clinic registered nurse (rn) reported the patient had been hospitalized and had her pd catheter removed on (B)(6) 2017, when she also started on hemodialysis therapy. Additional follow-up was made, in which a pdrn reported on (B)(6) 2017 the patient had reported abdominal pain and cloudy effluent and was hospitalized from due to an episode of klebsiella pneumoniae peritonitis. The pdrn stated the infection was attributed to touch contamination, where the patient had breaks in technique and sterility, and indicated the patient did not practice aseptic technique during treatment: the patient did not wash his hands and did not don a mask. There were no reported fluid leaks during treatment prior to infection. The pdrn stated the patient¿s peritoneal dialysis catheter was removed due to the infection and a back-up hemodialysis access catheter was placed on (B)(6) 2017 for the patient to begin hemodialysis treatments. Per pdrn the patient was discharged on (B)(6) 2017 and as of (B)(6) 2017 the patient¿s signs and symptoms of peritonitis resolved, and the patient continued in-center hemodialysis treatments without issue. The pdrn stated it was not believed at this time that the patient will be returning to peritoneal dialysis. Per pdrn any samples related to the event were discarded and are not available for return. The lot number was unknown.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. It was reported this peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy was experiencing abdominal pain with observable cloudy peritoneal dialysis effluent and was subsequently hospitalized on (B)(6) 2017 for klebsiella pneumoniae peritonitis. Details of the patient¿s inpatient hospitalization and antibiotic treatment are unknown. According to the pd nurse, the pt. Had a hemodialysis (hd) catheter placed on (B)(6) 2017 and was subsequently transitioned to hd therapy while hospitalized. Details of hd inpatient treatment course are unknown. It was further reported, the patient was discharged from the hospital on (B)(6) 2017 and had her pd catheter (not a fresenius product) removed on (B)(6) 2017. Reportedly, the patient began outpatient hemodialysis on (B)(6) 2017 without plans to resume pd therapy at home. The pd nurse reported the source of the patient¿s klebsiella pneumonia peritonitis was a breach in aseptic technique (not washing their hands or wearing a mask) at home during ccpd treatment. It was further stated, there were no reported fluid leaks during ccpd treatment experienced by the patient prior to the development of peritonitis. Moreover, the pd nurse stated the patent¿s signs/symptoms of peritonitis resolved.

Manufacturer narrative:
Conclusion: a temporal association exists between the liberty cycler/ the liberty cycler set and the patient experiencing abdominal pain with cloudy pd effluent and subsequent diagnosis for klebsiella pneumoniae peritonitis requiring hospitalization, pd catheter (not a fresenius product) removal and patient transition to hd therapy. However, there have been no reported allegations against a liberty cycler/ liberty cycler set device malfunction associated with a causal relationship to this klebsiella pneumoniae event. Furthermore, the pd nurse reported the cause of the peritonitis infection was related to a breach in aseptic technique during ccpd treatment (patient reportedly did not wash hands or wear a mask). Klebsiella pneumoniae organisms are known to be part of the normal flora of the human intestine and mouth (up to date, 2017). There is a likely causal relationship between the patient break in aseptic technique during ccpd treatment at home and the patient¿s subsequent development of klebsiella pneumoniae peritonitis. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.